Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ catheter leaked blood. The following information was provided by the initial reporter: when it puncture in patient - at the time of the return of the blood it is exited through a perforation that had the catheter in the base. Information received by email on (B)(6) 2019: there was no damage to the patient/health professional, but was need to perform a second punction. There was no need for medical or surgical intervention. There was no exposure of blood to the skin. The base of the catheter is the connection cone, the customer had observed the hole in the middle of the base when the blood was flowing through it.

Manufacturer narrative:
H.6. Investigation: there are no samples or photos for review, however according to the batch history analysis and quality notification, the claim can be verified. There was an unplanned maintenance request to fix a misalignment of the pick and place in the icam 2 machine input which can cause damage to the adapter and cause a leak. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ catheter leaked blood. The following information was provided by the initial reporter: when it puncture in patient - at the time of the return of the blood it is exited through a perforation that had the catheter in the base. Information received by email on 6/17/2019: there was no damage to the patient/health professional, but was need to perform a second punction. There was no need for medical or surgical intervention. There was no exposure of blood to the skin. The base of the catheter is the connection cone, the customer had observed the hole in the middle of the base when the blood was flowing through it.